Event description:
It was reported to tyco healthcare/kendall in 2005 that a customer had a problem with a sequential compression sleeve. According to the customer "patient with total knee replacement had bruising. Patient had lots of edema and was on lovamex (lmwh).